Manufacturer narrative:
The cartridge cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that there was damage to the cartridge cap. The reporter stated that the user blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: during investigation, it was observed that a piece of rubber on the side of the cartridge cap was ripped off.